Manufacturer narrative:
MFR. Ref no. : (B)(4). Baxter received and evaluated the device. During the evaluation, the pump alarmed a door not fully latched message, which corresponds to the customers reported allegation. The door alarm was caused by a loose upper link screw. The screw was adjusted during the evaluation with the door performing as expected. The link screws will be replaced.

Event description:
It was reported that a spectrum pump would not recognize when the pump door was closed. The customer stated that the device was located in the med/surg care area when the alarm ocurred. Any patient involvement or injury is unknown.